Manufacturer narrative:
H10 manufacturer narrative: the serial numbers were not provided. Therefore, the device history record (DHR) could not be reviewed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of four manufacturer reports being submitted for this article. Refer to medwatch number 33198, 33199, 33200 and 33201 for additional event within the same article. The dates of the events are unknown; however, the article was received for publication on (B)(6) 2022. Therefore, the date the article was received for publication was used as the occurrence date. The subject devices are not available for evaluation as they remain implanted. Article citation: kermen s, strella j, aupart a, espitalier f, aupart m, bernard a, bourguignon t. Durability of a bovine pericardial aortic bioprosthesis based on valve academic research consortium-3 echocardiographic criteria. Jtcvs open. 2022 may 29;11:72 80. Doi: 10.1016/j.xjon.2022.05.008. Pmid: 36172410; pmcid: pmc9510819. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " durability of a bovine pericardial aortic bioprosthesis based on valve academic research consortium-3 echocardiographic criteria" , the following was identified involving edwards devices: 7 patients with a valve model 3300tfx implanted in aortic position experienced severe patient-prosthesis mismatch (ppm) after an unknown implant duration.